Event description:
It was observed that during the device evaluation, the ultrasound bronchofibervideoscope had image blackout and the pin at the forceps port was missing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image blackout was caused by a defective charged coupled device. The pin at the forceps port going missing is a cause traced to component failure. The most probable cause of both findings, is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.